Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: it was reported from the customer that the adc freestyle libre 2 reader is undependable and unreliable. The reader unexpectedly stops, provides wrong blood glucose readings and the graphs do not math or pair up with the readers numerical blood glucose reading. The reporter was contacted and indicated that there was no medical event occurred related to any of the adc product issues mentioned. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: it was reported from the customer that the adc freestyle libre 2 reader is undependable and unreliable. The reader unexpectedly stops, provides wrong blood glucose readings and the graphs do not math or pair up with the readers numerical blood glucose reading. The reporter was contacted and indicated that there was no medical event occurred related to any of the adc product issues mentioned. Based on the information provided, there was no report of serious injury associated with this event.